Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? . A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed rate accuracy could not be confirmed since there is no rate accuracy for syringe, but it was confirmed through asm testing that the unit fails calibration. Received on (B)(6) 2025, syringe device was received unboxed and with paperwork. Unit failed calibration. Error code 351.6660 appeared during calibration. Internal inspection revealed a faulty linear sensor. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the linear sensor. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.